Manufacturer narrative:
(B)(4). Date sent: 12/20/2021. D4: batch # 188a56. H6: component code: others (g07). Investigation summary: the analysis results found that only the obturator of the d12lt device was returned with no damage to the external components. During functional testing, the bullet retracted, permitting the exposure of the blade during the advancement through the skin test media and returned to safe position upon penetration. The shield re-engagement performed as intended without any anomalies noted. It could not be determined what may have caused the event reported. The event described could not be confirmed as the device performed without any difficulties noted. The reported complaint could not be confirmed. Complaint information will be included in complaint trending that is reviewed by the applicable product quality safety surveillance data review board on a regular basis to determine if further action is necessary. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the blade shield failed. It is unknown how the procedure was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.